Event description:
It was reported that the patient experienced balloon failure with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. It was stated that on the surgery they replaced a four year old cuff. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number 72404127 serial number null batch/lot number 900133017 model/catalog description control pump fgs iz. Model number/catalog number 72400024 serial number null batch/lot number 908833014 model/catalog description balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced balloon failure with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. It was stated that on the surgery they replaced a four year old cuff. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided. It was further reported that the cuff was no longer performing "circumferential pressure" leading to the replacement surgery. During the procedure a small leak was found in the balloon. No more information available at the moment. Should additional information become available, it will be provided.